Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channels, cfu: <15 colonies, bacterial identification: yeast other than candida albicans. The following is the result of culture test by the third-party labs, conducted by olympus. (Refer to (B)(4).) Sampling date: (B)(6) 2025, sampling from: suction biopsy channel, air-water channel, cfu:0cfu, bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 15 colony forming units (cfus) of candida albicans. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.